Event description:
Subsequent to the initial report filing, the following additional information was received. On (B)(6) 2013, the patient presented with progressive dyspnea accompanied by pressure in left chest followed by symptoms of angina at rest. During the prolonged hospitalization, the patient underwent various diagnostic procedures. Chest x-ray performed on (B)(6) 2013 revealed findings consistent with pneumonia and medications were administered. In addition, coronary angiography performed on (B)(6) 2013 revealed 100% in-stent stenosis in the om1 and 40% stenosis in the non-target vessel left anterior descending artery (lad). No further intervention was performed. Dual antiplatelet inhibition therapy was administered. The event was reported to be resolved without residual effects and the patient was discharged on (B)(6) 2013. No additional information was provided.

Event description:
It was reported that the patient underwent the index procedure on (B)(6) 2009 with placement of a 2.5 x 18 mm promus stent to the 1st obtuse marginal (om1). On (B)(6) 2013, 1314 days post index procedure, the patient experienced angina and was hospitalized. The patient was treated with medications and underwent angiography without revascularization. The patient remained hospitalized until discharge on (B)(6) 2013. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow-up will be submitted with all relevant information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of dyspnea, angina, and stenosis/restenosis are listed in the promus everolimus eluting coronary stent system instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.